Event description:
Per the clinic, the implant magnet was electively explanted on (B)(6) 2025, under general anesthesia to facilitate an upgrade to a med-el bonebridge system. The patient was reportedly implanted with a med-el bonebridge device during the same surgical procedure.